Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: the battery cap was unable to secure, the battery compartment threads were damaged and the battery compartment was cracked in three locations. In addition, the pump case was noted to be cracked. Intermittent power issue was duplicated during testing related to the extensive damage to the pump. The pump was unable to complete the 24 hours basal program testing due to confirmed intermittent power issue. A review of the black box data revealed a single power-on-reset event associated with a cartridge and battery change. Additional power-on-reset events were observed in the black box post complaint date. Upon removal of the pump case, no evidence of moisture or loose components was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked and the battery cap reportedly could not be tightened on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.